Event description:
Customer reported receiving a no delivery alarm on the insulin pump and stated that they had high blood glucose readings. Customer also mentioned a crack near the battery. Customer's blood glucose readings at the time of the call were 182 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received unable to prime during prime/a33 test due to loose flush drive support disk. However no unexpected excess no delivery alarms noted. The insulin passed displacement, rewind and basic occlusion tests. The insulin pump has cracked battery tube threads, minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, cracked belt clip slot and stained address serial number label.